Event description:
Per compliant (B)(4), patient presented with loose healing caps. Implants were loose. Pain and inflammation were present.

Manufacturer narrative:
Follow-up submitted to report device evaluation.